Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. Reportedly, the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/17/2014 with the following findings: the black box data showed that partially discharged batteries were being installed for use, causing the pump to reboot several times: the reported power-issue was caused by user error. The battery compartment was free of damage. No evidence of moisture ingress was found inside of the battery compartment. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power-issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no internal damage or defect was found. During analysis, the pump operated according to the specifications.